Event description:
It was reported that the 9800 system made a popping noise from the high voltage tank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.